Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse manager reported that on (B)(6) 2018, the a1059 mayfield modified skull clamp slipped and caused laceration during a posterior cervical procedure. The surgeon placed the patient in the prone position and mayfield pins were used. When the patient was positioned to flex the neck, single pin side slipped causing a laceration. The clamp was set on 80 pounds of pressure. An unknown revision/medical intervention was reported. Additional information has been requested.

Event description:
N/a.

Manufacturer narrative:
With respect to the returned unit, it has passed all specific functional testing requirements, except for the lock having rotational movement. When unit is not under pressure, this would not have caused a slippage and when unit is properly positioned and put under pressure unit would not have slipped. The device history record reveals no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. The complaint is not confirmed. Device identifier (B)(4).